Manufacturer narrative:
This report is being submitted as part of sys level review; which will include an investigation of all potential fresenius prod being used at the time of the event. Based on the 30 pages of available medical info, there is no indication of a causal relationship between the pt's hospitalization and death and the use of any fresenius prod. A supplemental report will be submitted upon completion of the plant's investigation. Please see related MFR report number 2937457-2014-02661.

Event description:
It was reported that a peritoneal dialysis (pd) pt expired. The pt was seen at his physician's office on (B)(6) 2014 and presented with hypotension, lethargy, shortness of breath and altered mental status and pallor. He was sent to the hosp from the physician's office and was admitted. The pt subsequently expired on (B)(6) 2014 with the preliminary cause of death being arrhythmia - cardiac arrest.